Event description:
The following allegation was reported to davol by the pt's attorney: alleged on (B)(6)2004 the pt underwent an incision hernia repair and was implanted with a composix kugel hernia patch. It is further alleged that at some point post implant, the ring of the patch broke resulting in abdominal injuries requiring additional surgeries including bowel resections and explant of the device. The attorney's report alleges disability, permanent physical damage, pain, and bowel injury.

Manufacturer narrative:
The attorney's report did not include product identifiers, therefore a review of the manufacturing records is not possible. Additionally, no sample was returned for evaluation. At this time, based on the limited info provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged pt outcome. If additional info is obtained, a follow up MDR will be submitted. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.